Event description:
The customer reported a leak from a probe when using the coulter act diff 12 analyzer. The leak was not contained to the unit and was approximately 1 cc of diluent and 4 cc of blood. There were also reported vacuum failures. The operator was wearing goggles, gloves, and lab coat when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) replaced diluent filters, dual head pump assembly, and vacuum isolator chamber. This action resolved the leak and the vacuum issues. The customer requested service for preventative maintenance. Identified failure mode: failure mode is related to diluent filter, dual head pump assembly, and vacuum isolator chamber that needed to be replaced as part of required maintenance. The instrument operated as intended by generating low vacuum errors (vacuum regulated by vic and dual head pump assembly) to alert the operator of an instrument problem. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Act diff instrument instructions for use (IFU) pn (B)(4): the vacuum error occurs when there is insufficient vacuum at the beginning of the cycle. (B)(4).